Event description:
A customer from finland received a blood glucose reading of 6.4mmol/l, took insulin and retested 90minutes later. The reading onf the contour link was1.1mmol/l . The customer retested on a different meter and the reading was 8.4mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Only the meter information was provided.

Manufacturer narrative:
Model# and initial reporter's phone# were not provided.